Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and suture was used. During the procedure, when staff opened the box that four of the packages of suture were punctured. Another box of suture was opened to continue with the procedure. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Which part of the packaging was punctured: shipping box, internal packaging, etc.? Do you believe this is a result of damage during shipping, or a manufacturing error? Could you please confirm if the four of the packages of suture were punctured before opening? Or the four of the packages of suture were punctured during opening? Is the sterility of the devices compromised? Could you please confirm how many packages were punctured? Events reported via: 2210968-2022-02578, 2210968-2022-02579 and 2210968-2022-02580.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/11/2022. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: visual analysis of the returned sample determined that one packet of product code x872h was received to ethicon for evaluation, and the tyvek was found broken on the overwrap. Per the condition of the samples, the assignable cause of damaged - primary package is caused by an external cause. In addition, an analytical characterization experiment, on unopened product exposed to hydrogen peroxide vaporization decontamination (such as in an ER) would eventually cause damage to the sample, but it¿s unknown how many decontamination treatments would be necessary to achieve this. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.